Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the suction cylinder had no color, the plug unit was damaged, the label on the scope connector was damaged, due to wear of angle wire, the play of the up/down knob was out of the standard value, the image guide protector was damaged, and the plastic distal end cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white foreign material could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. It is unknown if deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. No physical damage was confirmed at the air/water-cylinder/air/water-channel. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: gif-ez1500 operation manual " "chapter 3 preparation and inspection" prevention measures are written in IFU: gif-ez1500 reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.